Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A device history record review and service history review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. The reported condition could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) pro device experienced unknown alarms every cycle during the previous night of peritoneal dialysis (pd) therapy. The step or steps of therapy during which this occurred was/were not specified. The technical service representative (tsr) assisted the home patient (hp) with the patient at-home guide. There was no patient injury or medical intervention associated with this event. No additional information is available.